Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information reported patient's ipg reached end of life prematurely due to high energy usage. Patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.